Event description:
Patient underwent left total hip replacement in 2003. Post-operatively, as a result of difficulty with pain and mobility the hip was revised on february 3,2004 where the acetabular shell was found loose in the acetabulum.